Event description:
It is reported by the patient's counsel that patient underwent left total hip arthroplasty in 1997. Post-op, the patient experienced pain and revision followed in 2005, wherein wear was noted and the polyethylene liner exchanged.

Manufacturer narrative:
This report will be amended when our investigation is complete.